Event description:
It was reported patient presented in clinic for initial implant procedure. During procedure, the rv lead exhibited high capture threshold during positioning and caused phrenic stimulation for the patient. The lead was removed from the body and reintroduced to reposition, and it was noted that the guidewire failed to advance in the lead. The lead was not used, and another rv lead was implanted on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
The reported event of failure to advance was confirmed, but the reported events of unacceptable threshold, phrenic stimulation, and unacceptable threshold was unconfirmed. As received, a complete lead was returned in one piece. X-ray inspection of the lead found the inner coil was bunched up at the connector region consistent with procedural damage. The guidewire insertion and removal could not be tested due to bunched up inner coil at the connector region. The cause of the reported event of failure to advance guidewire was due to damaged inner coil.